Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was unknown. It was reported that the patient was not hospitalized at the time of death and passed away in their home. Pd therapy was not ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device logs found no keystrokes, programming, use related or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. The device passed returned instrument testing evaluation (rite) electrical and functional testing. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.